Manufacturer narrative:
The reported lot number was aa3217n14 but the lot number for the returned sample was aa3217n16. The device history record for the reported lot number, aa3217n14, was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The device history record for the returned device lot number, aa3217n16, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned. The balloon exhibited a radial burst at the medial point. The balloon material was inspected under magnification. No obvious defect was observed on the material that could identify a potential point of origin for the burst. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Additional information: the reported event notes the balloon burst. It was noted the device was in use for 21-days prior to event.

Event description:
A report was received from the (B)(6) stating the low profile jejunal enteral feeding tube was placed on (B)(6) 2015 and the device malfunctioned on (B)(6) 2015.no additional information was provided in regards to the patient's status.additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4).the actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).